Manufacturer narrative:
A review of the complaint revealed that on day 0, the patient contacted irhythm, stating that the gateway was rapidly flashing orange from the square and triangle. Customer care informed the patient that the gateway was not functioning properly but to continue wearing it, and a replacement device would be sent. The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for 3 days of the 14-day prescribed wear period. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on day 17. The investigation revealed that the gateway experienced multiple errors, and the cell modem became unresponsive to ping commands. As a result, the gateway recorded an unrecoverable error and stopped transmitting data, which led to the missed mdn. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced arrhythmias that met medical doctor notification (mdn) requirements that were not transmitted during the wear period. The investigation revealed that the gateway recorded an unrecoverable error and stopped transmitting data. The healthcare provider (hcp) was immediately notified, and irhythm learned that the hcp was already aware of the patient's arrhythmia. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.